Manufacturer narrative:
Additional code in medwatch field h6 investigation conclusion.

Manufacturer narrative:
The serial number of meter a is (B)(6). The serial number of meter b is (B)(6). The customer stated the qcs were performed within 24 hours of the event and were within the specified ranges. The test strips have been requested for investigation but have not been received. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform ii test strips of lots currently valid in the market are tested as part of routine retention testing, and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results from one patient tested with two accu-chek inform ii meters: meter a and meter b. One example of discrepant results was provided: at 5:53 pm, the result from meter a was 331 mg/dl. At 5:54 pm, the result from meter b was 182 mg/dl. This result was deemed correct.

Manufacturer narrative:
Medwatch fields d9 were updated. Meter a - accu-chek inform ii meter with serial number (B)(6) was received for investigation. The meter was tested using retention strips and controls. Qc level 1 control range: 30-60 mg/dl investigation results: 42, 43, 42 mg/dl qc level 2 control range: 261-353 mg/dl investigation results: 298, 296, 291 mg/dl all returned results were within the acceptable range. The investigation did not identify a product problem.